Manufacturer narrative:
Based upon the investigation findings, the reported type iiia endoleak and migration could not be confirmed due to limited information. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Identification of a design or manufacturing root cause for the reported event was inconclusive. The clinical review showed that the patient was on antiplatelet therapy (aspirin) and anticoagulation (heparin), but product appropriateness and patient candidacy could not be assessed due to lack of a pre-implant image study.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional info pertinent to the incident is obtained, a follow-up report will be submitted. Other device remains implanted.

Event description:
It was reported that the patient had a procedure on (B)(6) 2011 with a bifurcated and an infrarenal aortic extension. Upon follow up, a component separation was noted. Physician implanted an infrarenal aortic extension as a bridge piece between the two, and a suprarenal aortic extension at the proximal end of the original graft under the renals. The final run showed no leak present. No patient injury was reported.